Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the level 1 hotline low flow systems - hl-90 had a high current leakage. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One level 1® hotline® low flow system was returned in fair condition. Performed an electrical safety test check for leakage current. Device failed ground bond test. Removed heater connections from terminal strip and tested again. Device passed electrical safety test. This check indicated heater assembly was faulty. Replaced heater assembly.